Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for system extraction due to (B)(6) and lead vegetation. Following the extraction of the ventricular lead the patient¿s blood pressure dropped. Transthoracic echocardiogram (tte) revealed a new pericardial effusion with tamponade physiology. The chest and pericardium were opened and the patient¿s blood pressure improved. The heart was examined and a small hole was discovered in the svc/ra (superior vena cava/right atrium). The hole was repaired by the cardiothoracic surgical team. The system was replaced six days later. No further patient complications have been reported as a result of this event.